Manufacturer narrative:
Investigation. Review DHR. Inspect returned samples. Analysis and findings. Complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 02/11/2021 under wo #'s (B)(4) and shipped on 04/14/2021. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was returned on RMA #325379 under an unrelated recall and updated via wo #(B)(4) march 2022. 3/23/2022historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99767, this unit was at csi on 01/20/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, once the unit was opened a nut on bj1 required some tightening. Functional evaluation: complaint unit was functionally evaluated and found to function properly. This was confirmed before bj1 was tightened. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Observation: as no mention is made of where the unit was plugged in, it is possible the unit was not plugged into a direct wall outlet. Use of outlets other than dedicated wall outlets can produce various functional issues. Correction and/or corrective action. The unit was evaluated with no functional issues found. A nut on bj1 was tightened, the unit tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. Was the complaint confirmed? No.

Event description:
Foot pedal operated cautery pencil attached securely to the machine into the blue adaptor. Grounding pad secured, ensured smoke evacuator was running. All settings were entered into the leep machine. Blend 38, coag 50. Machine was switched to blend. There was no procedure initiated. When the physician used the foot pedal for initial cut, machine was switched to blend. There was no issues. She was then ready to coag. (Button was then depressed to switch to coag (set at 50), and when she pushed on the pedal nothing was happening. Checked attachment to the blue plug on the machine which was fine. Also changed to a new foot pedal operated cautery pencil. Again, the machine was not responding. Even a new coagulation ball was placed in the pencil in case it was the issue. Still nothing. Then all of a sudden the machine was running as if it were being depressed by the foot pedal (including the smoke evacuator), and she was not even touching the foot pedal. When the machine was doing this, there was unusual lines flashing on the machine? We then decided just to use the pencil operated attachment. Set to coag, and everything worked fine. 1216677-2023-00011-1 leep precision generator lp-20-120 e-complaint-2023-01-0000430.

Event description:
As per the details received on (B)(4). "When the physician used the foot pedal for initial cut, machine was switched to blend. There was no issues. She was then ready to coag. (Button was then depressed to switch to coag (set at 50), and when she pushed on the pedal nothing was happening. Checked attachment to the blue plug on the machine which was fine. Also changed to a new foot pedal operated cautery pencil. Again, the machine was not responding. Even a new coagulation ball was placed in the pencil in case it was the issue. Still nothing. Then all of a sudden the machine was running as if it were being depressed by the foot pedal (including the smoke evacuator), and she was not even touching the foot pedal. When the machine was doing this, there was unusual lines flashing on the machine? We then decided just to use the pencil operated attachment. Set to coag, and everything worked fine."

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.